Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('see the metal pieced left behind on ny uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and medical device pain ("I was still feeling poking sensation/I still have some lingering pains"). The patient was treated with surgery (salpingectomy, hysterectomy). Essure was removed. At the time of the report, the device breakage and medical device pain outcome was unknown. The reporter considered device breakage and medical device pain to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s social media- device breakage and medical device pain. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('see the metal pieced left behind on my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and medical device pain ("I was still feeling poking sensation/ I still have some lingering pains"). The patient was treated with surgery (salpingectomy, hysterectomy). Essure was removed. At the time of the report, the device breakage and medical device pain outcome was unknown. The reporter considered device breakage and medical device pain to be related to essure. Concerning the injuries reported in this case, the following one were described in patient¿s social media: device breakage and medical device pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality safety evaluation of ptc(product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.